Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. A functional test was conducted on the dissection tip. The device was attached to a reference endoscope and viewed on a monitor; visibility was not clear through the dissection tip, distortion was observed. Based upon the received condition of the device, the reported complaint was confirmed. Additional information is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vaso view hemopro was cloudy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.